Manufacturer narrative:
On (B)(6) 2019, the territory manager was made aware that a recently implanted patient was suspect of a potential infection at the wound site. At a follow-up appointment with the implanting clinician on (B)(6) 2019, the nurse at the patient's clinic observed that the patient's wound site was red and inflamed. The patient reported that he had showered, washed the area, and did not reapply any bandaging to the wound site, against clinician orders. While the implanting clinician was not present for the follow-up appointment, another clinician in the practice evaluated the wound, and changed the patient's antibiotics as a precaution for infection prevention. The patient was instructed to follow up on (B)(6) 2019 with the implanting clinician for additional evaluation. On (B)(6) 2019, and the implanting clinician did not identify any issues with the wound at the incision site. As of (B)(6) 2019, the patient reported no issues with recovery and was receiving adequate coverage and significant pain relief. Based on this information, the infection was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the infection is due to patient noncompliance with post op care- user error. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
Stimwave quality has investigated the details surrounding a complaint resulting from a potential infection reported to stimwave on (B)(6) 2019, by stimwave territory manager,